Event description:
The micro sagittal saw was sent for eval due to overheating during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal component of the device.